Event description:
It was reported that the pump was coming out of the incision and the incision would not heal completely. The pump was functioning in the expected manner per the physician. Infection, pocket site dehiscence, and drainage/incisional wound opening were noted. Cultures were obtained from the device pocket and from blood; antibiotic treatment was necessary. The pump and catheter were explanted and the physician packed the pump pocket with antibiotic product. The patient was to stay in the hospital overnight for observation. The patient outcome was noted to be alive - no injury/no adverse event. The explanted components were discarded. The pump system was being used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the device was explanted for wound dehiscence and ¿presumed infection,¿ noting ¿erythema, soupy-looking tissue at explant.¿ it was then added that the patient was receiving intrathecal hydromorphone at a concentration of 2.5 mg/ml in a total volume of 40 ml of solution. This was being delivered at 0.9329 mg/day. Prior to an office visit it was discovered that the pump had eroded through the skin, and the patient had experienced mainly itching and some redness, later some mild discomfort locally. Upon explant, cultures were taken from the wound site, the pocket was located in the left lower quadrant of the abdomen. No growth seen on aerobic cultures. The anaerobic cultures resulted with no anaerobes present, one colony of coagulase negative staphylococcus. The reported had not seen the patient since explant, but the patient was seen by a different healthcare provider (hcp) on (B)(6) 2013. That hcp reported that the patient was ¿healing well on a wound vac and would be utilizing wet to dry dressings.¿ as far as pain control, the patient was noted as ¿stable on her oral regimen,¿ with a pain score of 4/10 and ¿fairly consistent to those while receiving intrathecal therapy.¿ the exact oral regimen was not reported.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4).